Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The issue was resolved through troubleshooting. Recommended cleaning the gold contacts and socket with an alcohol prep pad and using a can of air to remove debris once the unit was cooled. Advised against hot swapping scopes to avoid persistent errors. Also suggested checking maj-1933 and maj-1941 cables. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source had a b30 light source error code. It is unknown when the issue was found. There were no reports of patient harm.